Event description:
According to the reporter, the pt described in the alleged event was referred to the initial reporter by another surgeon who has not been identified. The procedure during which the reported event occurred was performed by another surgeon at a different institution. Neither the name of the surgeon nor the name of the institution have been provided to confluent surgical. The procedure is reported to be an anterior cervical discectomy. Reportedly, during a spinal procedure a dural tear was closed, and duraseal sealant was applied (application of duraseal sealant in spinal surgery is not an approved indication in the united states). Reportedly, following application of the sealant material, the surgeon applied gelfoam, along with a cage and bone morphogenic protein (bmp). Reportedly, the patient awoke from surgery with quadriplegia and was subsequently referred to the reporter.

Manufacturer narrative:
Neither the surgeon who performed the initial procedure, nor the institution in which the initial procedure was performed have been identified. The duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure. The application of duraseal sealant is a spine procedure is not an approved use of the device in the united states. The IFU provided with duraseal sealant includes a contraindication stating "do not apply the duraseal hydrogel to confined bony structures where nerves are present since neural compression may result due to hydrogel swelling. The hydrogel may swell up to 50% of its size in any dimensions." Repeated attempts to gather additional information have to date been unsuccessful. If any additional information obtained, the information will be submitted in a supplemental report.